Event description:
The complainant reported a patient in non-st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp support, the patient had absent distal pulses and mottling of color in the leg the impella was placed in. An external femoral to femoral bypass was performed and the patient¿s leg color improved. However, the patient continued to deteriorate hemodynamically and the medical team determined the patient needed to be escalated to an impella 5.5 for increased hemodynamic support. The patient was successfully escalated to an impella 5.5. It was reported that during impella 5.5 insertion into the right subclavian artery; the guidewire would not advance and there was resistance at the at innominate artery. Contrast-enhanced echocardiography was performed and confirmed the artery was occluded. Impella 5.5 insertion was then transitioned to the left subclavian artery, and the impella 5.5 was inserted without further complications. Upon removal of the impella cp a thrombectomy was performed, and the impella cp access site was surgically closed. It was reported 4 days after impella 5.5 support was initiated, the patient was noted to have right sided weakness and forced gaze. Computed tomography revealed a large stroke to left middle cerebral artery. Two days later, the family decided to withdraw care of the patient. The patient¿s care was withdrawn and the patient expired. This complaint involves 2 pumps: pump 1: impella cp with serial number: (B)(6), pump 2: impella 5.5 with serial number: (B)(6). This MDR specifically addresses impella 5.5 with serial number: (B)(6), which is the subject of this report. A separate MDR will be submitted for the other device associated with this complaint.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was received and noted there was no neurological intervention after the stroke was discovered, which was confirmed to be embolic. The family quickly decided to withdraw all life sustaining measures. Medical safety review: the impella cp supported the patient for one day and experienced limb ischemia and thrombus before being taken to the operating room for escalation of impella 5.5 with a survived outcome. This is a serious injury and should be reported. While on the impella 5.5 the patient experienced a middle cerebral artery stroke and expired two days later. There is not enough information to dissociate the impella 5.5 from the outcome. However, of note, the patient presented with non-st-segment elevation myocardial infarction and hemodynamically deteriorated becoming tachycardic and diaphoretic. After the embolic stroke there was no neurological intervention; the neurological prognosis was discussed with family, and ultimately, family decided to withdraw all care leading to the patient's demise. The medical safety officer reviewed the event and noted the same in that impella 5.5 device cannot be dissociated from the demise outcome. And the impella cp is a serious injury type of reportable event. Device status: the additional information also included the device status which noted the pump was unfortunately not saved. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B.1 added selection as it was inadvertently omitted from the initial report that was submitted. B.2 added selection that was inadvertently omitted from the initial report that was submitted. H.6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation findings. H.11 added instructions for use as they were inadvertently omitted from the initial report that was submitted. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ investigation summary: difficult to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had resistance at the innominate artery preventing successful delivery of impella. Stroke : in order to make a cause determination, additional clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.